Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 3.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The procedure was completed with a non-bsc device. There were no patient complications reported.